Event description:
It was reported that the patient with a tactra implant experienced pain in the penile area. During revision surgery, the physician determined that the original implant may have been placed too long. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain and device allegation length too long are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with a tactra implant experienced pain in the penile area. During revision surgery, the physician determined that the original implant may have been placed too long. As a result, the device was explanted and replaced. No further patient complications were reported.